Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported a high pressure drop over the fibres. There was no adverse patient effect associated with this event. It was stated that the patient's height was 180 cm. The customer stated that from the beginning of perfusion, there were drainage problems. It was stated that the active cooling was to 32 degrees celsius. At 3 liter flow, the pressure over the fibres was increasing and the delta p was 300-340 mmhg. An additional 1 liter ringer was administered to dilute the hematocrit (hct). Additional 30000 i.e. Heparin was given. The heart was still beating, so the patient was weaned off and on new heart and lung machine (hlm). The temperature at wean off time was 34 degrees celsius. The customer stated that there were no problems after replacing the device with new heart lung machine set. Medtronic received additional information that the pressure raised slowly but started 2 minutes after extra corporeal circulation (ecc) started and lasted until the customer decided to change the hlm machine. The customer measured both before and after the oxygenator and used act for measurement. Only the temperature on the venous line was measured and it was 35.4 celsius at the start of ecc and the 32.8 celsius when weaned off.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 185 mmhg blood side pressure drop. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.